Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a tapper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, dehydration, chest pain, incision pain, and ... Port site pain."

Event description:
Allergan sales representative reported on behalf of a health professional that a lap-band device was explanted due to the patient having "epigastric pain with nausea after lap-band placement with unknown etiology, [the patient] wanted [the] band removed."